Manufacturer narrative:
Product ID, 8709 lot# j11038r10, implanted: 2002 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that a filling difficulty of pocket fill occurred during a refill appointment. The patient was admitted to the hospital for observation due to dizziness and increased sedation. They were kept overnight then disc charged home. The patient symptoms included altered mental status, over sedation, dizzy, and sleepiness. The drug in the pump was morphine. It was additionally reported that the patient was doing well and was scheduled for a routine pump replacement.